Event description:
It was reported the patient experienced a shocking or jolting sensation, and stimulation in the wrong location. After implant everything was reported as fine, however, 3 or 4 days prior to report the device shut off. The patient met with a manufacturer's representative 1-2 days prior to report, and it was confirmed the battery needed to be charged. Prior to battery going down, stimulation was reported as good in her lower back and leg. It was reported that when the patient recharged the battery and turned the device on, the patient had "electricity up through her left breast (middle of chest, rib cage) and her left leg. The patient could not sleep, and felt fatigued. The stimulation sensation in the left breast was not present prior to the reported adjustment. Adaptive stimulation was not being used. During the meeting, the patient felt stimulation and had reported it was in the wrong spot. At the time of report, the patient was "laying on her right side because it was the only way she could be so that electricity wasn't so bad." The patient was able to turn stimulation off. It was reported the patient was going to ask "to go into surgery to get this out" because the patient had a hard time breathing. The patient received help with recharging and recharged the device while it was off. After recharging, the patient changed the settings to the device from 7.1 v to 0.0 v and turned the device on. The patient increased amplitude to 6.3 v and felt stimulation in her breast. The patient was advised to turn stimulation off. The patient had a scheduled appointment on (B)(6) 2013. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID: 37754, serial# (B)(4), product type: recharger; product ID: 37746, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Additional information received reported the cause of the event was the patient had lost weight and the battery flipped. A surgical revision occurred on (B)(6) 2013. A revision of the neurostimulator with ¿tacking¿ was reported. It was noted the battery was not charging. The patient had lost weight since the initial implant. The battery flipped on 2 reported occasions, (B)(6) 2013. The patient did not require hospitalization due to the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was noted that the patient had a hard time getting coupling boxes.